Manufacturer narrative:
(B)(4). Concomitant medical product: femoral component option for cemented use only size e left item# 00576401551 lot# 62080556. Articular surface size ef 12 mm height "use with plate 5 item# 00596404012 lot# 62221965. Unknown palacos bone cement. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five years ten and a half months¿ post implantation due to pain and loosening of the tibial baseplate on the medial condyle. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No devices were received; therefore, the condition of the components is unknown. Photographs of the explanted implants were provided. However, photograph of the reported and explanted tibial implant was not provided. X-ray review by third party hcp states that vague zones of periprosthetic lucency surrounding the tibial component are noted, but not confirmed to represent loosening without comparison to prior radiograph examinations. If these are new when compared to prior studies, then this could be interpreted as loosening. However, if present on the immediate postoperative images, then loosening would not be suspected radiographically. Bones intact without fracture or osteopenia. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.